Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited oversensing of noise in atrial tachy response (atr) episodes. Also, the ra lead impedance was out of range low, measuring less than 200 ohms. Technical services (ts) discussed performing isometrics in office and reprogramming options. This crt-d remains in service. No adverse patient effects were reported.